Event description:
It was reported by service report that the head end of the stretcher will not raise. The base cover is misaligned and pushed down on the release pedal. No pt involvement or adverse consequences are reported.